Manufacturer narrative:
The insulin pump was received intermittent button response on up arrow button due to corroded keypad traces. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case at display window corner, cracked reservoir tube and a small crack on the reservoir tube lip.

Event description:
It was reported that the buttons on the customer's insulin pump were not responding, following a low reservoir alarm. Her blood glucose level was not 266 mg/dl, which the customer stated she would treat. No significant events leading to the issue were recalled. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).